Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during bolus delivery and while changing the cartridge multiple cartridge change errors occurred using multiple cartridges. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.